Manufacturer narrative:
Investigation: customer returned one (1) loose 31gx8mm, 0.5ml bd insulin syringe. Consumer stated: shield was hard to remove and when it finally came off, needle and hub are stuck in shield. The returned syringe was examined, and it was observed that the syringe exhibited needle-hub/shield separation; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 9063705 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that during use consumer was unable to deliver medication with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: the needle and hub are stuck in shield stated, its never happened before.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use consumer was unable to deliver medication with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: the needle and hub are stuck in shield stated, its never happened before.